Event description:
The patient reported for approximately two weeks, she has had a loss of efficacy from the interstim device. She states, that her chiropractor has been doing therapeutic ultrasound on her back the past two weeks and that she also recently had hand surgery. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a follow-up medwatch report will be sent.